Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested by fax and mail 04/15/2010. Additional information was received 02/03/2010 and 02/04/2010 by phone. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: "refractive surprise" (postoperative refraction, unexpected). Product problem: "the lens rotated off axis" (malposition of device). A technician reported a patient with a refractive surprise following intraocular lens (iol) implant surgery. The technician reported that the surgeon stated the lens rotated off axis as the capsular bag shrank during the healing process, causing the refractive surprise. The surgeon does not blame the lens for this event. Additional information has been requested.